Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the patient exchanged controller at home due to an alarm associated with no external power while operated on battery power was confirmed via the log files downloaded from returned controller (B)(6). A review of the log files spanned approximately 3 days (21aug2021-24aug2021 per timestamp). From 02:46:56 on 21aug2021 until 13:54:58 on 22aug2021, the system routinely operated with no atypical alarms. The low battery advisory alarm activated at 13:56:25 on 22aug2021 until 13:57:04, when the alarm atypically progressed to a low power hazard alarm. The information recorded on 22aug2021 between 14:01:02 and 14:10:00 revealed that no external power alarm became active, indicating that both 14v batteries were fully discharged and the backup battery supported the system. The driveline was disconnected at 14:10:00 on 22aug2021 for a controller exchange. Before the controller was exchanged, the patient reconnected multiple times to various power sources without the driveline connected. The alarms did not affect the controller's ability to operate the pump at the set speed when the driveline was connected. No other alarms were active in the log file. The returned system controller, serial number (B)(6) , was functionally tested and found to operate as intended during analysis. The controller was able to support the pump function for an extended period of time. No atypical alarms were produced during testing. The reported event could not be correlated to an issue with the system controller. The exact cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage advisory/hazard, power cable disconnect, low flow advisory/hazard and clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ describes the various ways to the power the system, including how to use the 14v batteries, power module, mobile power unit, and universal battery charger, and how to switch between power sources. This section explains how to properly switch between power sources and states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Heartmate 3 instructions for use section 2, entitled "system operations", informs the user installing a backup battery may prompt a system controller clock not set advisory alarm on the system monitor, and informs the user to use the system monitor to set the system controller clock. Section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at home when they heard a "batteries alarm." Emergency rescue exchanged their system controller and the patient was admitted for a check-up. The patient could not provide any additional information about the type of alarm. Post controller exchange they were doing well and had experienced no adverse consequences.